Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo capsule failed to detach from delivery system, requiring customer to use the emergency handle break procedure. This did not release the delivery system. The physician then proceeded to use a snare. There was no harm to the patient. The bravo ph capsule was successfully placed in the patient.